Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the malfunction was caused by dents or scratches on the distal end cover, which was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dents and scratches on the distal end cover. There was no patient involvement.